Manufacturer narrative:
The date of the event and the implant date were not reported. The aware date was used for the event date. The implant date was about a year earlier from the aware date.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported during the procedure. The patient presented for their 45 day follow up transesophageal echocardiogram(tee) imaging procedure. The images revealed that there were no leaks. At this time the patient was taken off all of their anticoagulation medication. About a year post procedure the patient presented to the hospital having experienced a cerebral vascular accident. Tee imaging was performed and it was discovered that there was a thrombus on the limbus in the patients heart. The patient is currently being treated in the hospital for these events.